Event description:
Customer reported receiving an error message on her locked freestyle flash meter. While assisting her, it was discovered the unit of measure could be changed. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. F/u report will be submitted if the product is returned for evaluation.